Event description:
A report was received that the patient developed an infection at the lead site which were caused by the patient using a tanning bed and was a smoker. Symptoms were redness and swelling. The patient was prescribed antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-4316, lot #: 17079621, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.